Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
When setting up the synframe retractor during surgery on (B)(6) 2013, the screw on the guide rod stripped out. As a result, the rod would not hold and could not be used. The surgeon replaced the rod with a new one. There was no patient harm reported and no additional time added to procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing and product development evaluations were conducted. As received, the guide rod cannot be locked due to damaged thread. The locking bolts are deformed at the contact areas between bolt-shoulders and the clamping mechanism. The microscopic view shows that the locking bolts got deformed during frequent or forcible use. Due to the damage the dimensions which are relevant for this breakage cannot be checked anymore. The DHR review shows that the correct material and hardening procedure was used. The clamping mechanism does not function. The user stripped the hex driven screw that provides the clamping force. Using the 03.612.005 driver, the hex driven screw can be turned cw or ccw with no effect to the clamping mechanism. The clamping component shows significant deformation. The synframe standard access system includes six synframe guide rods. This user attaches this instrument to the synframe holding ring with the synframe ring clamp. The guide rod holds the synframe retractor blades. The surgeon can adjust the angle of the retractor blade with the guide rod. The assembly drawing was reviewed. Finite element analysis and a torque calculation suggest the clamping design is susceptible to fracture at approximately 3.2 nm. The m5 fastener driven by a 6mm hex tightens the clamping mechanism. The user can apply torques to the 6mm hex that can exceed the strength of the m5 threads and clamping design. The design and clinical risk document was reviewed and found to adequately address the hazard of this complaint. Since the user can apply torques that can be beyond the strength of the threads and clamping design, the instrument is susceptible to failure.